Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner intermittently connected only when it was twisted and held at certain angles. There was visible damage to the wire, and the wiring was exposed through the opening. This caused issues with the pharmacy workflow and delays in patient care for the nursing teams. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident it was determined that the scanner cable physically damaged. A field service engineer fse replaced scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.